Event description:
No additional information provided by the customer.

Manufacturer narrative:
Additional information to section h11. The most probably cause of the malfunction was due to due to blockage in the channel tube and the forceps could not be inserted.

Event description:
It was reported the gastrointestinal videoscope had unknown material stuck inside the instrument channel. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.